Event description:
An incident occurred during a valve placement procedure where part of the delivery catheter's wing broke off in the patient and was removed with a grasper. The following device deficiency was not associated with an adverse event.